Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter date of implant: (B)(6) 2006. Based on the alleged implant date, is could not be a cook celect, as it was first marketed in us in 2007 (with 510(k) k061815). (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2006." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown implant date: (B)(6) 2006. Based on the alleged implant date, is could not be a cook celect, as it was first marketed in us in 2007 (with 510(k) k061815). (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter in (B)(6) 2006." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.